Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the chair will intermittently stop driving, but the tilt still works. The dealer states the joystick will read short to frame.